Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the reload did not close at all. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during respiratory surgery, when clamping the tissue to perform stapling and resection, the device could not clamp the tissue compared to a normal stapler, and the tissue could not be fixated, so it deviated. A new reload was used with the same handle to resolve the issue in order to complete the case. There was no patient injury.